Event description:
The customer reported that during use on a patient, the heating/cooling unit was reading 42 degrees so it was decided to switch out the unit. This unit was taken to the biomed and restarted and no issues were noticed. The unit read a more accurate, lower temperature. No patient injury or death was reported. (B)(4).